Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from (B)(6) called on behalf of the customer to report that their contour next link 2.4 meter gave readings between 8 mmol/l and 9 mmol/l, while the customer was feeling unwell and vomiting throughout the day. In the night, the customer was taken to the hospital where his blood glucose was tested and a reading of around 23 mmol/l was obtained. No further event details were provided. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.